Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no reported adverse impact on the customer's blood glucose level. The customer was instructed by technical support to ensure the pump was unplugged and to press the button firmly while supporting the pump, but the problem persisted. The pump was removed from its case, following which the difficulty with the button continued. As a resolution, technical support decided to replace the pump. The replacement process included confirming the customer's shipping address and instructing them on returning the faulty pump using a pre-paid label. In the meantime, the customer was advised to use multiple daily injections as a backup insulin therapy to ensure continued insulin delivery.